Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a patient death occurred following a procedure using the farawave catheter to treat atrial fibrillation (a fib). No device issues were reported. During pre-mapping the patient experienced episodes of supraventricular tachycardia (svt) and hypotension. The patient coded and passed away. No further information is available.